Manufacturer narrative:
Stryker provided the customer with a repair quote; however, the customer has not yet pursued repair. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted stryker to report that their device was intermittently booting up to a white display and will not change between AED and manual mode. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient involvement reported with the event.